Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced sensor error and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's mother reported that on (B)(6) 2019, the patient felt funny, she was very shaky and her muscles went weak. The patient's mother took a fingerstick reading of 3 mmol/l while the continuous glucose monitor (cgm) displayed a sensor error. Patient consumed coke to bring her blood glucose back up. No further medical intervention was required. Data was provided for investigation. The problem of sensor error was confirmed. The root cause was determined to be sensor noise. No additional event or patient information is available.